Event description:
The patient was reported to be fine for 2 years post implantation, bar an occasional popping noise. However pain and discomfort began to be experienced with work and recreational activities that became unbearable by (B)(6) 2014. Sot tissue reaction, metallosis, unspecified elevated cobalt and chromium levels reported.

Event description:
It was reported that revision surgery was performed due to pain and changes at the bone/implant indicative of osteolytic changes.

Manufacturer narrative:
The previously reported combination of devices constitutes an off label application in the united states.